Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination found that the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the crimped stent found that the distal edge of the stent was pushed back proximally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as the dfu states the taxus liberte stent system is contraindicated for treatment of lesions involving arterial segments with highly tortuous anatomy. However, the complaint states this device was intended to be used to treat a lesion located in severely tortuous anatomy. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that stent unable to cross the lesion occurred. Vascular access was obtained via radial artery. The target lesion was located on the severely tortuous left circumflex artery. The physician advanced a 16 x 4.00mm taxus liberté stent to treat the target lesion however, resistance was encountered and the stent was not able to cross the lesion. The procedure was completed with successful implantation of a promus element stent in the lcx and another promus element stent in the right coronary artery. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a distal stent damage.